Event description:
It was reported that the patient underwent hip revision due to a dislocation limited solely to the femoral head, approximately 18 days post-implantation. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: biolox delta cer fem hd 28/-3mm t1; item number # 650-1159; lot number# 3204855. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Report number 3002806535-2025-00200 voided due to failed product reported under the complaint (B)(4), report number 0001822565-2025-02159.

Event description:
Report number 3002806535-2025-00200 voided due to failed product being reported under complaint (B)(4), report number 0001822565-2025-02159 (us).